Manufacturer narrative:
The investigation of product damage (guidewire damage - great vessel), positioning issues, and access site bleeding has been completed. The impella device was not returned for evaluation. Product damage (guidewire damage - great vessel): upon wire removal, wire became kinked distal to impella inlet and was unable to be removed. Clinical detail state the gw unraveled but do not mention the state of the vessels. The wire was not returned. The cause of the product damage (guidewire damage) was not determined since product was not returned and insufficient clinical detail. Positioning issues: after the guidewire (gw) became kinked distal to impella inlet, impella 5.5 and wire and come back into the aorta and the impella 5.5 catheter was wrapped below the impella outlet. Catheter was manipulated up and down and torqued to relieve the malpositioned catheter. The physician stated pump was "fine," no kinks, bends, or abnormalities noted on inspection. The pump and gw were not returned. The cause of the positioning issue was most likely an interaction with another device being the kinked gw that lodged onto the impella inlet cage and pulled the pump into the aorta during gw removal attempts. Access site bleeding - major: after placing the pump some oozing noted from impella pocket and jp drain added prior to closing the site. Patients act was noted to be at 308 after total heparin of 28000u given. The pump was not returned. The cause of the access site bleeding - major was most likely high patient activated clotting times (act) values of 308 after 28000u of heparin given. B2 death and date of death were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28821. B5 patient outcome was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28821. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28821. H6 health effect - impact code 1802 and medical device problem code 3009 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28821.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was undergoing escalation from an impella cp to an impella 5.5. Removal of the guidewire was difficult as it was kinked. Oozing was noted from the access site so a jackson-pratt drain was added, in addition to a graft cutdown with suture. Five units of blood products were transfused.